Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No motor error alarm noted.

Event description:
Customer's mother reported hospitalization due to high blood glucose. The current blood glucose reading is 301 mg/dl. Customer treated with bolus. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was vomiting and shortness of breath. Customer delivered a bolus, but the blood glucose level would not come down. Diagnosed diabetic ketoacidosis. Hospital treated with insulin drip and IV fluids to hydrate. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.